Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery was replaced to resolve the issue. Based on all available evidence and previous investigations of similar complaints, the battery failure was due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral battery pack showed signs of thermal damage. There was no patient harm or serious injury reported as a result of this incident.